Event description:
It was reported that the sabo sag saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.